Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 2/26/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Furthermore, fibers were observed on the lens which can be attributed to receiving the lens wrapped in cloth and cannot be confirmed to be related to manufacturing. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional complaints from this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Note: the device was manufactured at the (B)(4) which has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens was explanted from patient's operative eye in a secondary surgical procedure due to refractive error and burred vision. No further information available.